Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that a female patient underwent trabeculectomy bleb revision surgery. Four years post-surgery the missing pieces of foreign material was appeared in the patient's eye (unknown). The cornea of the eye is in worsen shape/damaged and some blistering occurred. The patient also felt eye pain for which the surgeon prescribed ointment four times a day as an intervention. It was also reported that as per the follow-up visit the surgeon stated that no foreign bodies were detected and issue might be related to a slipped lens moving around. The status of the patient was unknown. This report pertains to intraocular lens involved in this reported event.

Manufacturer narrative:
Additional information has been provided in d.4., h.3., h.6., and h.11. The lens was not returned. The provided photos are not related to the intraocular lens (iol). Product history records were reviewed and the documentation indicated the product met release criteria. The associated cartridge and viscoelastic information was not provided. An unspecified handpiece was indicated. It is unknown if qualified associated products were used. The root cause cannot be determined for the reported complaint of lens had slipped downward/ subluxated lens (right eye). The lens remains implanted. No photos of the lens were made available. The provided photos are not related to the iol. An evaluation of the condition of the lens cannot be conducted without the physical sample or a clear photo of the lens. The instructions for use (IFU) instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the viscosurgical device (ovd) filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Information was provided in the file that the lens was implanted in the right eye in 2003. No reports of subluxation were noted in the intervening year until (B)(6)2023. This patient was a status post-operative trabeculectomy bleb (revision) in (B)(6) 2017. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.